Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The wall thickness of the cannula shaft and tip were measured. The wall thickness of the cannula shaft was uneven and did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the uneven cannula shaft wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: thoracoscopy. Event description: rep received email from the facility stating, "no torque and no pressure and the trocar broke inside patient." No patient injury. Additional information received via phone on 10nov2020 from applied medical account manager I. The cannula snapped in half during the case. The break was near the center of the cannula and is considered a clean break. The obturator was inside the cannula at the time of the break. The cannula broke while the surgical team was adding talc powder to the patient. No information has been given regarding the instruments used through the trocar. The surgical staff is confident that no pieces were left in the patient. Intervention: the trocar was removed from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thoracoscopy. Event description: rep received email from the facility stating, "no torque and no pressure and the trocar broke inside patient." No patient injury. Additional information received via phone on 10nov2020 from applied medical account manager I. The cannula snapped in half during the case. The break was near the center of the cannula and is considered a clean break. The obturator was inside the cannula at the time of the break. The cannula broke while the surgical team was adding talc powder to the patient. No information has been given regarding the instruments used through the trocar. The surgical staff is confident that no pieces were left in the patient. Intervention: the trocar was removed from the patient. Patient status: no patient injury.